Manufacturer narrative:
A2: age at time of event: over 18.

Event description:
It was reported that material separation and necrosis occurred requiring additional intervention. Obsidio was selected for a right inferior epigastric artery embolization procedure. The patient presented with a very large right abdominal wall hematoma of greater than 20cm. Computed tomography angiography (cta) was done demonstrating sites of extravasation likely from the right inferior epigastric artery which was approximately 2-3mm. The physician used the aliquot method to carefully push approximately 0.3ml of obsidio into the distal position of the right inferior epigastric artery followed by pushing with saline. Another 0.3ml of obsidio was pushed more proximally into the inferior epigastric artery and then the microcatheter was cleared with saline to finish. There was no non-target embolization. Computed tomography (CT) identified small parts or fragments of obsidio in the distal branches of the intended location. The patient was doing fine the next day. Two weeks after the initial embolization procedure, it was reported that the patient had skin necrosis and was taken to the operating room for debridement. The necrosis was debrided, and the hematoma was evacuated. The patient status is stable.